Manufacturer narrative:
Product event summary: it was reported that the controller ac adapter had an intermittent connection between the controller ac adapter enclosure and the output cable. The controller ac adapter was not returned for evaluation. A review of the manufacturing records confirmed that the associated device met all requirements for release. The reported event could not be confirmed since the unit was not available for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events involving an intermittent connection can be attributed, but not limited, to an open circuit along the output cable or output connector. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller ac adapter had poor mechanical connection. All power connection was lost when there was movement. The controller ac adapter was replaced. No patient complications have been reported as a result of this event.